Event description:
It was reported that the physician¿s handheld is freezing on the interrogation screen. It was noted that the serial adaptor cable was very loose and if it wasn¿t held it, then the handheld would not interrogate. However, if the cable up in a certain position, it would then go through just fine. The serial adapter cable has not been returned for product analysis to date.

Event description:
On (B)(6) 2015 it was reported that the new serial cable resolved the problem. The old serial cable still has not been returned for product analysis to date.

Event description:
The handheld serial cable was received for analysis. Analysis of the serial cable was completed on 04/30/2015. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.